Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported issue. The pst observed the roller pump to power up properly with normal display. He then started the roller pump in forward direction and let it run for ten minutes at which point he observed no display with vertical lines flashing intermittently. The pst determined that the graphics driver printer circuit board was the cause of the problem. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump had no display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.